Event description:
The pt stated that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and dislodged force sensor pins. Review of the pump history revealed loss of prime alarms associated with zero force. An "ezprime" operation was performed and the pump dispensed fluid from the cartridge during the load step and emitted a "no cartridge detected" warning.